Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that the pod was worn for less than 10 minutes. After completing the pod activation, they could not feel the cannula inserted in their skin. Upon removal of the pod, the cannula and needle were not visible, indicating a needle mechanism failure. They could not recall if the pink slide was visible. A new pod was applied and treatment was resumed. There was no impact to the patient's blood glucose reported.